Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be updated.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a cotton tipped applicator. The customer reports that the stick broke just below the cotton tip while cleaning the stoma and the trachea. The customer further reports that the broken pieces fell into her son's airway and occluded it. Nine one one was called into her son was taken by ambulance to the hospital ER. The broken piece was removed at the hospital and her son is in good status currently.